Manufacturer narrative:
(B)(4). Device evaluated by MFR. The introducer sheath, coil and pusher wire were returned. The pusher wire was returned outside the introducer sheath. The pusher wire was kinked in the middle and slightly kinked at the distal end. The coil was returned inside the introducer sheath. The twist lock on the introducer sheath had been opened. The introducer sheath was inspected and a significant amount of blood was present. It was not possible to advance the coil through the tip of the introducer sheath due to dried blood. The introducer sheath was cut and the coil was removed. On removal the coil was inspected and blood was present on the fiber bundles. The coil was stretched and kinked at the proximal end. The interlocking arm of the coil was pulled off. There was evidence of weld indentations on the coil. The introducer sheath was checked for the interlocking arm of the coil but it was not present. The interlocking arm of the coil was not returned. The coil zap tip was inspected and no damage noted. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensions that could be measured were found to be in specification. No other issues or defects noted on device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the interlock coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the coil was stuck in the microcatheter. A 4mm x 15cm interlock¿ was selected for use on an embolization of an arterial-venous fistula on a complication of a partial nephrectomy. During the procedure, this device was advance in the 7f non bsc microcatheter. However, the device got stuck in the microcatheter before deployment and could not be deployed. The physician withdrew the device and rinsed the mirocatheter with physiology serum. A second coil was advanced and got stuck in the same way as the first coil. The physician withdrew it as well. The procedure was completed with a different device. No patient complications reported and the patient was discharged after one day. However device analysis revealed that the interlocking arm of the coil was not returned.